Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted.

Event description:
Customer reported his insulin pump was giving him errors. He no longer uses the device. He bought another insulin pump from a friend and has been using that one. Customer is returning his own insulin pump. He has not used the device for about two years. Customer's blood glucose was 106 mg/dl. Nothing further reported.